Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization to the middle cerebral artery, an enterprise intracranial stent (unknown product code/lot) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31289213) and could not advance any more. The physician only retracted out the stent and tried to deliver the stent into the same microcatheter again, the stent was still impeded in the proximal of the microcatheter. The physician removed the stent and microcatheter from the patient and replaced the microcatheter to deliver the same stent to complete the procedure. There was no patient injury reported. Additional event information received on 13-sep-2024 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. There was no relevant anatomical information including vessel characteristics. There appeared to be no device damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement.

Manufacturer narrative:
Manufacturer's ref. No (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization to the middle cerebral artery, an enterprise intracranial stent (unknown product code/lot) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31289213) and could not advance any more. The physician only retracted out the stent and tried to deliver the stent into the same microcatheter again, the stent was still impeded in the proximal of the microcatheter. The physician removed the stent and microcatheter from the patient and replaced the microcatheter to deliver the same stent to complete the procedure. There was no patient injury reported. Additional event information received on 13-sep-2024 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. There was no relevant anatomical information including vessel characteristics. There appeared to be no device damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A lab-sample guidewire was attempted to be advanced through luer hub of the microcatheter to the distal end; however, it got impeded at 16 cm from the proximal end of the microcatheter. A dissection was made, and an unknown clear plastic was found occluding the microcatheter. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. A manufacturing investigation was requested; in the mean while a ft-ir test was requested. -ft-ir: the analysis of the infrared spectra has successfully identified the contaminant material in the microcatheter as a fluorinated polymer, specifically polytetrafluoroethylene (ptfe). The presence of characteristic absorption peaks supports this conclusion, despite the inability to ascertain the precise source of the contaminant with the current data. Further investigations may be necessary to trace the origin of the material. -manufacturing investigation: the device was analyzed by manufacturing pet (manufacturing engineer, manufacturing supervisor and quality engineer) to determine the potential cause of the customer complaint. During the entered process, the catheter has a nitinol mandrel to precise internal diameter of the catheter during the forming phase and a transport mandrel to support the catheter, maintaining alignment and structural integrity as it moves through subsequent production stages. Those mandrels are inspected under operation 100, that is mandrel washing, 100% visual inspection is performed, ensuring that any bends, tip damage, left over material in mandrels are identified to avoid damages and contamination in product. However, a gap was identified during this process. Conclusion: during this investigation it was concluded that this issue could be related to the manufacturing process. As a result, a non-conformance was officially opened to address this issue, and it will be thoroughly investigated further to determine the assignable cause and implement necessary actions. This issue is being addressed through j&j medtech quality system. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2 , h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.